Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was not feeling well and vomiting, so the caretaker called 911. The paramedics took a bg reading which was around 500 mg/dl and the cgm reading was below 100 mg/dl. The paramedics took the patient to the hospital and there they took another bg reading which was 800 mg/dl. The patient was admitted to the ICU and was monitored there and treated with insulin. At the time of the report the patient´s bg reading decreased to 400 mg/dl. It was reported that at an unspecified time of the event the bg reading was 275 mg/dl and the cgm reading was 72 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.